Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle deployed prematurely prior to pod activation, indicating a needle mechanism failure. It was further reported that the pink slide did not advance as expected and the cannula was visible upon pod removal and observed to be bent. The pod was not worn. No impact on the patient's blood glucose levels was reported.